Event description:
Consumer's rep indicated that consumer received a burn on the back of her leg after wearing heat patch for (3 1/2) hours. Consumer sought medical treatment at ER.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.